Event description:
Reportedly, during device interrogation on (B)(6) 2020, a warning message related to the re-initialization of the subject device was displayed and the device parameters were reset with nominal values. In addition, a warning message stating that the system was potentially ineffective was observed. On (B)(6) 2020, the device was interrogated, however only the warning message related to the re-initialization of the device was observed and normal device functioning was observed. Preliminary analysis revealed that a hardware issue is suspected. Recommendations to explant the device were provided on (B)(6) 2020.

Manufacturer narrative:
Following the recommendations provided on (B)(6) 2020, the device was explanted on (B)(6) 2020 and was returned for expertise.

Event description:
Reportedly, during device interrogation on (B)(6) 2020, a warning message related to the re-initialization of the subject device was displayed and the device parameters were reset with nominal values. In addition, a warning message stating that the system was potentially ineffective was observed. On (B)(6) 2020, the device was interrogated, however only the warning message related to the re-initialization of the device was observed and normal device functioning was observed. Preliminary analysis revealed that a hardware issue is suspected. Recommendations to explant the device were provided on (B)(6) 2020.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed a hardware failure at the level of an integrated circuit.

Event description:
Reportedly, during device interrogation on 6 july 2020, a warning message related to the re-initialization of the subject device was displayed and the device parameters were reset with nominal values. In addition, a warning message stating that the system was potentially ineffective was observed. On 7 july 2020, the device was interrogated, however only the warning message related to the re-initialization of the device was observed and normal device functioning was observed. Preliminary analysis revealed that a hardware issue is suspected. Recommendations to explant the device were provided on (B)(6) 2020.

Event description:
Reportedly, during device interrogation on (B)(6) 2020, a warning message related to the re-initialization of the subject device was displayed and the device parameters were reset with nominal values. In addition, a warning message stating that the system was potentially ineffective was observed. On(B)(6) 2020, the device was interrogated, however only the warning message related to the re-initialization of the device was observed and normal device functioning was observed. Preliminary analysis revealed that a hardware issue is suspected. Recommendations to explant the device were provided on (B)(6) 2020.